Event description:
Pt reported experiencing elevated blood glucose levels up to 350 mg/dl for the past 3-4 weeks. Pt stated she took correction via the infusion device and pen. Pt reported she thinks the infusion device delivers too low an amount of insulin and the piston rod is damaged. Pt stated on several occasions the infusion device displayed an e4 (occlusion) error message. Pt provided the following examples: on (B)(6) 2012 at 11:00 pm, her blood glucose level was 94 mg/dl; on (B)(6) 2012 at 08:15 am, her blood glucose level was 115 mg/dl, she ate and then administered 6.0 units of insulin via the infusion device; at 12:48 pm, her blood glucose level was 97 mg/dl, she ate and then administered 1.0 unit of insulin via the infusion device; at 2:45 pm, her blood glucose level was 157 mg/dl and she administered 1.5 units of insulin via the infusion device; at 3:30 pm, she administered 5.0 units of insulin via the infusion device, she felt tired; at 5:30 pm, her blood glucose level was 298 mg/dl, she felt sick and had a headache, and then she administered 6.0 units of insulin via the infusion device and 4.0 units of insulin via the pen; at 6:00 pm, pt changed the infusion set and the insulin cartridge; at 7:00 pm, pt¿s blood glucose level was 96 mg/dl; and at 10:00 pm, pt¿s blood glucose level was 106 mg/dl, she ate and then administered 1.0 unit of insulin via the infusion device. Pt¿s normal blood glucose range is 80 ¿ 120 mg/dl. No further info available. The pt did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for eval.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.